Manufacturer narrative:
Visual examination of the returned device reveals the drill is broken into two pieces. There was no evidence of rust observed on either portion of the drill. The drill appeared to have been used, and the tip was dull. The drill broke at the laser mark, perpendicular to its axis near the top of the drill. The implant site number is not known, but breakage is possible, especially when utilized in the posterior aspect of the mouth, and is due to extreme angle and high direction forces. The complaint condition (i.e. Fractured drill) is confirmed and this is a known failure mode. This product is supplied by keystone dental as a non- sterile device, consequently, there is no expiration date noted attempts were made to obtain add'l pt and event info. A follow-up medwatch form will be submitted if add'l info is received at a later date. (B)(4).

Event description:
The complainant reported that the clinician was performing a dental procedure on a pt using a prima initial drill when the drill fractured (date of fracture unk). There was no indication from the complainant of any adverse effect to the pt as a result of the reported drill fracture.